Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on 10/24/2015 at 2 pm with a high blood glucose level of over 600 mg/dl. The customer was treated for their blood glucose with manual injections. The customer was assisted with troubleshooting the insulin pump and the device passed. The customer did not return the product back for analysis.